Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, treatment was provided for heavy bleeding from the puncture site. While treating the site, the operating physician noted that the anchoring sleeve at the proximal area of the rv lead was missing. It was suspected that the anchoring sleeve was pushed from the bleeding puncture site into the blood vessel due to unknown reason even though the sleeve tabs had not been cut off. As the rv lead sleeve was not found around the device pocket or on the floor, the physician pulled the lead system out of the patient¿s anatomy and found that the sleeve was missing from the rv lead. It was also reported, it appeared that the rv lead anchoring sleeve was possibly detached from the electrode tip side of the lead. Suspecting that the rv lead sleeve entered in an unknown location within the cardiac chambers. Retrieval of the rv lead anchoring sleeve was attempted using angiography and a snare but was unsuccessful. Eventually, another lead was implanted, and after implanting a device, the procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.